Event description:
It was reported that the 3.5 x 15 mm rx trek was used for predilatation of the mildly tortuous, moderately calcified target lesion in the left anterior descending artery; however, the deflation time of the balloon was much longer than usual, approximately 30 seconds, during which the patient became temporarily ischemic. The balloon was removed from the patient partially inflated, with contrast in the balloon. There was no issue during inflation of the balloon. The procedure was completed successfully, with no patient adverse effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The trek catheter was not returned for analysis which may have aided in the investigation and determination of cause for the reported difficulties. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A conclusive cause for the reported patient effect and the relationship, if any, to the device cannot be determined. A search of the device lot history record was performed and indicated no non-conforming material records for this lot and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency. During manufacturing, all trek catheters are leak tested and a sampling of units is destructively tested to verify deflation times.